Event description:
It was reported that the last parameters recorded were from the date of disablement. Lead information was provided. No other relevant information has been received to date.

Event description:
Additional information was received reporting the pre-op interrogation showed low lead impedance. When the generator was replaced, diagnostics still showed low lead impedance. The patient underwent a full revision, impedance was within normal limits with the new devices placed. The suspect lead has not yet been returned. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that when the patient had their device turned back on after being disabled, low lead impedance was seen. Per the company representative who met with the patient and physician, they attempted a reset of the device and re-interrogated. The patient was sent for x-rays and has been referred back to the surgeon with plans for generator replacement and possible lead revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.